Manufacturer narrative:
Concomitant medical product: 5076-52 lead implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing on some atrial tachycardia / atrial fibrillation (at/af) episodes. The lead remains in use. No patient complications have been reported as a result of this event.